Event description:
The pt rec'd an unknown number of gore viabahn endoprosthesis for the treatment of sfa occlusive disease. The pt returned for a 6 month follow-up visit following the implantation of viabahn devices. Imaging showed the devices had separated at their device overlap junction. Reportedly, the devices were apparently lined up adjacent to each other. The physician stated that during the initial implant, the devices had the 1cm recommended device overlap. The physician performed a surgical bypass procedure. No further info is available.

Manufacturer narrative:
The lot numbers were not reported for this event. Consequently, a review of the manufacturing paperwork could not be performed. The disposition of the devices are unknown. Since the devices were not returned, direct analysis of the devices were not possible.